Event description:
This procedure was performed in (B)(6): the customer stated that the stent could not deploy thoroughly. When the stent was put in place, the stent released to its 3/4 its size, the remaining stent could not be deployed. No intervention required, surgery time was extended by 30 minutes or more. The patient is in good condition now. Additional information received from (B)(6) on (B)(6) 2013. The stent was deployed the normal way finally, but the could not cover all the lesion due to shortening.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submited.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the protege gps self expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The returned protege gps stent delivery system, (sds), exhibited deployment paddles at maximum deployment (in contact with each other), loose safety lock knob, sanguine material in and on the sds, a fraction, (approximately 60 percent), of a deployed stent that exhibits fracture and elongation, and the distal tip is severed at the retainer. The distal tip assembly was not returned. The distal tip is severed at the retainer and the retainer is damaged. The deployment handles were spread apart in order to draw the inner spline back into the outer sheath. The distal end of the outer sheath was skived opened. The liner exhibits delamination and a ribbon of liner is missing. The ribboning starts in the region where the retainer is at t=0 and goes distal to the distal tip. One of the legs on the retainer is missing. The distal end of the returned stent exhibits elongation and fracturing. Approximately 60 percent of the stent was returned.the returned protege gps sds was missing the distal inner assembly distal of the retainer, a leg on the retainer was missing, the outer sheath exhibited liner delamination with ribboning, and the returned 60 percent of stent exhibited elongation with fracturing.